Event description:
The manufacturer received information alleging a ventilator's internal battery was defective. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery would not charge. The device's internal battery was replaced to address the issue.